Manufacturer narrative:
Concomitant product: product ID: 5554-45, lead, implanted: (B)(6) 2006.

Event description:
It was reported that the patient experienced fainting multiple times. Faint was considered to be due to parkinson's disease, however, faint was diagnosed due to heart failure by the doctor. There was high and gradual increase in impedance on the lead. There was also high, increased and unstable threshold. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and pacing capture threshold in the rv (right ventricle) was elevated. Right ventricular capture threshold steady at approximately 1.21 volts through (B)(6) 2015, rises out of range by (B)(6) 2015. Right ventricular pace impedance steady at approximately 897.51 ohms through (B)(6) 2015, begins to rise gradually, reaches 1330 ohms by (B)(6) 2016 and 1406 ohms on (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.